Event description:
It was reported that the patient received inappropriate therapy due to noise oversensing on the atrial channel. It was also noted that the device exhibited output anomaly. The implantable cardiac defibrillator was explanted and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
The reported events of oversensing, noise, and inappropriate high voltage output were confirmed. The egm directory was reviewed, and noise episodes were oversensed resulting in high voltage output. The noise and oversensing observed in the field was not reproduced during bench testing. Sensing was bench tested and no anomaly was detected. The cause of the field event remains unknown.

Event description:
New information states that the ICD was explanted due to eri.